Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for (2) two unknown titanium pangea locking caps. Implant date: unknown date about 10 years ago (2006). Removed hardware was disposed of at the hospital. (B)(4) adjacent level disease. This report is for (2) two unknown titanium pangea locking caps. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an initial lumbar surgery in the region between levels l1-l5 on an unknown date about 10 years ago. On (B)(6) 2016, the patient had revision surgery due to pain; the pain is above the construct at level t12-l1 level of the spine, adjacent level disease was also noticed. All synthes hardware (pangea construct) were removed and replaced with a competitor's product. None of the hardware was reported to be broken; the removed hardware was disposed of at the hospital. There was no patient information provided. Concomitant devices reported: synthes titanium locking screws; part numbers -unknown; lot numbers - unknown; quantity(8). Synthes polyaxial pedicle screws; part numbers -unknown; lot numbers - unknown; quantity(8). This report is for (2) two unknown titanium pangea locking caps. This report is 2 of 3 for (B)(4).